Manufacturer narrative:
Testing and investigation found that the device was warm to touch during the run-in test; however, the device did not alarm with a s233 (over temperature - psc) malfunction alarm code. During a review of the device history a s233 was noted. Further testing found that the device fan was rotating too slowly to cool the device. The probable cause of the customer complaint was a broken fan.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a s233 (over temperature - psc) malfunction alarm code. It was reported that the fan was not working and the device was unusually warm to touch. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.